Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a PICC reaction. PICC placed in l basilic, no reported problem with insertion. Reaction occurred when line was flushed with 10 ml saline. Pt felt funny then couldn't breathe. Pt took ventilin inhaler and oxygen. A red area developed on the chest. Pt then received 4 doses of benadryl. Pt settled and within 24 hours pt exhibited no sign of a reaction. PICC remained in pt.